Manufacturer narrative:
Reference MFR report # 2916596-2017-01416 for the report of the elevated lactate dehydrogenase (ldh) and treatment with heparin infusion. (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced gastrointestinal (gi) bleeding shortly after heparin treatment was discontinued on (B)(6) 2017. The heparin was treatment for a previously reported elevated lactate dehydrogenase (ldh). In response to the gi bleed, the patient required unspecified blood transfusions. A bleeding scan was reported to be positive. Embolization of a bleeding area in the patient's right colon was performed. No additional information was reported.

Manufacturer narrative:
The date of event was corrected. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6)2017: there were no reported arteriovenous malformations or diagnosis of acquired von willebrand syndrome. The ileocolonic vessels were cauterized, and the event was considered resolved after two days. There were no reported device issues associated with the gi bleeding, and no changes to left ventricular assist device (lvad) management. The lvad was not a contributory factor to the event.